Event description:
It was reported that a right ventricular (rv) lead was repositioned due to dislodgement and failure to capture at max output. Lead was repositioned. No adverse patient effects were reported.